Event description:
One of four radiation therapy treatment fields on a breast patient had incorrect field setting. This field was correctly planned with the pinnacle radiation treatment planning system -ver. 7.4f-and exported to the impac record & verify system -ver. 8.3j6-. The treatment was comprised of two low energy -6x- and two high energy -15x- photon radiation fields. This treatment was supposed to be delivered with certain collimator jaws aligned asymmetrically. One field had been incorrectly set symmetrically. This error resulted in a 4.5x19 centimeter -approx. 2 inches wide by 7.5 inches long-strip of heart and lung being unintentionally treated for 20 treatment fractions. The tumor volume was slightly under-dosed during this period at a rate of 30cgy per fraction. The error resulted in a delivery of up to 600cgy extra radiation to patient's lung and heart. The prescribed dose for the patient's breast was 6480cgy. The patient had not yet completed the prescribed treatment and the remaining treatments were compensated to correct the dose discrepancy to the tumor volume. The department physicist, reviewed the original & delivered treatment plans and resulting doses to patient's lung and heart with the patient's radiation oncologist. The physician felt the extra dose delivered to patient's lung and heart does not pose a risk for serious side effects. The patient was informed by the radiation oncologist. Treatment involves communication between philip onology systems, pinnacle treatment planning computer -ver. 7.4f, impac medical systems electronic chart software -ver. 8.3j6- and elekta sl-18 linear accelerator.